Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten due to continuous use. The current black box showed evidence of multiple unexplained power on reset events. The pump powered up with the returned battery cap. The battery cap measured within specifications, and was able to fully tighten. No evidence of moisture was found inside the battery compartment. A 12 hour basal program was run with the returned battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed and no evidence of moisture or loose components were found inside the pump. The alleged "no power" event was not duplicated during investigation.